Event description:
It was reported that the user awoke with hyperglycemia around 321 mg/dl after going to bed in range, and customer care advised a supply change due to a likely disrupted infusion cannula preventing insulin delivery. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with guidance to perform a supply change and to contact support if assistance was needed. Investigation included technical support review and user counseling on infusion set replacement and technique. Investigation of this case revealed a probable infusion site or cannula disruption leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion set disruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.